Manufacturer narrative:
The customer reported the unit shuts down upon entering diagnostic mode. Unit powers on in normal mode with battery alarm. Philips service issues a quote for onsite service, which expired with no customer acceptance. The final disposition of the device is unknown because the customer refused service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint reporting a battery failed alarm on a v60 device. The unit shut down while entering into diagnostic mode during fco implementation; the unit powers on in normal mode with battery alarm. The unit was not in patient use at the time of the reported issue. There was no patient or user harm was reported. Investigation is ongoing.